Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported observing an "rr" and a "dot" on the display of their freestyle freedom blood glucose monitor. They could not obtain a glucose result on their meter and they began to feel dizzy, sick, and felt as if they were going to loose consciousness. Customer went to their doctor and was admitted to a local emergency room. An unknown intravenous treatment was administered in order to stabilize glucose levels.